Event description:
Reported due to seizure activity. An straight xact carotid stent was placed in the left ica/cca, which was reported to be five (5) mm. With ninety-nine percent (99%) stenosis at the target lesion, first, a 4.0mm. Emboshield was deployed without pre-dilatation; followed by pre-stent dilatation with a 4.0mm. X 30 mm. Maverick 2 monorail balloon (boston scientific). Then the xact stent was placed, followed by post-dilatation with a 5.0 mm. X 20mm. Viatrac 14 plus balloon (guidant), resulting in a ten percent (10%) residual stenosis (by visual assessment). It was reported there was "minor air embolism" with "no consequences" to the pt. It was reported the "pt admitted from ed with seizure activity. Initial and follow up CT head scans are negative. Neurology was consulted; felt the seizure arose from the left hemisphere and was associated with postictal or todd's paresis on the right. Paresis is not resolved. Carotid sonogram demonstrates widely patent stent on left." The stent will not be retrieved. No adverse reactions were reported. The pt was discharged home on 12/29/2005 and is reported to be "recovring without treatment."